Manufacturer narrative:
Results: inherent risk of procedure ¿ (failure to deliver stent and stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 80% stenosis. (No results available since no evaluation performed) - device or procedural images not provided for review 709 (none) ¿ device not returned for evaluation. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 80% stenosis. Inherent risk of procedure ¿ (failure to deliver stent and stent deformation). (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Evaluation summary: no resistance was felt during initial mandrel movement. The hypotube was kinked approx. 1.5cm distal to the end of the strain relief. The distal tip was flared. There was slight separation of the distal stent segments causing the distal end of the stent to slightly overlap the distal marker band. Multiple struts from the 6th and 7th proximal stent segments were raised and pulled distally.

Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent to lesion in the lad with 80% stenosis but resistance was noted and the stent could not cross. The physician removed the device and found it was deformed. The patient is good. No clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)